Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 11.9 cm to 12.3 cm from the connector pin, due to friction with another device. The abrasion could have caused the reported noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.